Manufacturer narrative:
As reported, the balloon of a 4 mm × 15 cm 155 cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching nominal pressure during lower-limb percutaneous transluminal angioplasty (pta). Another device was opened and used to complete the procedure. There was no reported patient injury. Severe calcification was considered a contributing factor. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis as anticipated. A product history record (phr) review of lot 82314224 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be verified as the device was not returned for analysis nor were procedural images provided. The exact cause could not be determined. Vessel characteristics of severe calcification likely contributed to the reported event, as damage to balloon material may have occurred during crossing or upon inflation. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 4mm × 15cm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured before reaching nominal pressure during lower-limb percutaneous transluminal angioplasty (pta). Another device was opened and used to complete the procedure. There was no reported patient injury. Severe calcification was considered a contributing factor. The device will be returned for evaluation.